Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported the ventilator was removed from use after it malfunctioned while ventilating a patient and switched to ambient state. The device displayed the message ¿ventilation disabled¿ along with the following error codes: 446029, 1746004, 431001, 1446029, and 1485001. During subsequent testing a issue in the blower was identified. The unit failed both functional tests and calibrations. It was also noted that the blower was emitting abnormal noise. No health consequences or impact.

Manufacturer narrative:
It was reported that the ventilator was removed from use after it malfunctioned while ventilating a patient and switched to ambient state. The device displayed the message ¿ventilation disabled¿ along with the following error codes: 446029, 1746004, 431001, 1446029, and 1485001. During subsequent testing a issue in the blower was identified. The unit failed both functional tests and calibrations. It was also noted that the blower was emitting abnormal noise. The blower condition was measured at 97%. On the reported event date, the ventilation software was switched on. The device alarmed with "vt low" and "low minute volume" and was switched off. No technical alarms, technical issues or ambient state were registered during the ventilation. However, on 19 january 2025, when the ventilation software was switched on, the the device registered. 13/2025-01-19 02:57:56/tf /446029 - ambient state. 14/2025-01-19 02:57:56/tf /1746004. 15/2025-01-19 02:57:56/tf /431001 - blower fault. According to the service technician, the blower module was replaced. Following the replacement of the component, the device successfully passed all service software checks and was returned to clinical use. This case is considered closed.